Event description:
The customer reported via phone call that the insulin pump alarmed button error the night before; he cleared it and received another button error alarm the next morning and he is unable to clear it. The customer stated he went swimming and accidentally got in the pool with the insulin pump but he took it out right away. Blood glucose value was 117 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded key pad traces. No button error alarm during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. Unit received with cracked reservoir tube lip, battery tube threads, case cracked at the display window corner, minor scratched display window, scratched reservoir tube window, case cracked at the reservoir tube window corner, and reservoir tube window.